Manufacturer narrative:
This is the same event as 3010536692-2016-00420 and -00421. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was complaining of having pain in his hip.